Manufacturer narrative:
(B)(4).

Event description:
This companion driver caddy was not in use by a patient. The companion driver caddy is a small cart with wheels into which the companion 2 driver docks. It is designed to facilitate mobility of stable patients while in the hospital. The caddy can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that she had difficulty removing companion 2 drivers from this driver caddy. The companion driver caddy was returned to syncardia for evaluation. Visual inspection of the exterior revealed no damage or anomalies. Testing of the companion driver caddy revealed that the release plunger assembly was sticking. The mechanism was difficult to actuate through its full range of motion, confirming the customer reported issue. The root cause was determined to be a lack of lubrication of the internal components of the release plunger assembly. The release plunger assembly was replaced, and the companion driver caddy passed all final performance testing. This failure mode posed a low risk to a patient because the issue was observed when the companion driver caddy was not in patient use. In addition, it would not prevent a companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant power sources of external batteries and an internal, emergency battery. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
This companion driver caddy was not in use by a patient. The companion driver caddy is a small cart with wheels into which the companion 2 driver docks. It is designed to facilitate mobility of stable patients while in the hospital. The caddy can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that she had difficulty removing companion 2 drivers from this driver caddy. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion driver caddy was not in use by a patient. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion driver caddy will be returned to syncardia for investigation. The results of the investigation will be provided in a follow-up MDR.